Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an elevated blood glucose (bg) level above 600 mg/dl and moderate ketones was experienced. Cause was due to customer forgetting to deliver a correction bolus for dinner. A bolus was delivered to address bg.